Manufacturer narrative:
Based on the claim against the product by the customer noting that an 8mm fenestrated bipolar forceps instrument had wire damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed the primary failure of broken conductor wire was found to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location and internal wires were exposed. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The root cause of the broken conductor wire is attributed to a component failure. Additional investigation found the instrument to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, that an 8mm fenestrated bipolar forceps instrument had wire damage. No other details were provided about the damage. The procedure was completed with no reported injury. Follow-up was performed and additional information was obtained. The reported noted that the operating room had no complaints about the instrument, and that the problem was identified during sterile processing. There was no patient injury reported. Additionally, it was noted that there was no arcing was seen during the procedure, no fragment fell into the patient, and there were no photographic images available for review.